Event description:
It was reported that while using the surgical fiber during a prostate procedure, "the end cap came off inside the patient. It was easily retrieved with a pair of graspers. The patient was unharmed during the retrieval." The procedure was completed using a second fiber. Patient outcome: "no injury to patient reported."